Event description:
When coag mode was activated on the pulsar system rf energy was delivered as expected but, when releasing the coag activation button rf energy was still being delivered and the pulsar system display showed that the system was activated. No patient impact or injury.

Manufacturer narrative:
(B)(4). Evaluation process: performed visual inspection (B)(4): -no issues noted. Performed baseline performance testing (B)(4): -when using handpiece buttons, cut will not activate but coag will. However, coag will not shut off when button released. Footswitch operation operates normally. Troubleshooting found cracked solder joint at rf amplifier capacitor c154. Reflowing joint corrected malfunction. Root cause: -broken solder joint at rf amplifier capacitor c154 prevented elimination of ac ripple on coag hand switch logic level signal. (B)(4)

Event description:
When coag mode was activated on the pulsar system rf energy was delivered as expected but, when releasing the coag activation button rf energy was still being delivered and the pulsar system display showed that the system was activated. No patient impact or injury.

Manufacturer narrative:
Product event (B)(4). Evaluation process: performed visual inspection iaw (B)(4): no issues noted. Performed baseline performance testing iaw (B)(4): when using handpiece buttons, cut will not activate but coag will. However, coag will not shut off when button released. Footswitch operation operates normally. Troubleshooting found cracked solder joint at rf amplifier capacitor c154. Reflowing joint corrected malfunction. Root cause: broken solder joint at rf amplifier capacitor c154 prevented elimination of ac ripple on coag hand switch logic level signal. System approach: the reported event is inclusive of the generator only and not associated with any devices. The report involves a component failure regardless of utilization of any associated device, therefore the device is ruled out as a contributing factor to this incident. (B)(4).